Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad cover was observed to be torn over the up and ok buttons. Testing confirmed that the up, ok, and contrast buttons were unresponsive. The down button was responsive. The keypad cover was removed to inspect the condition of the key contacts and contamination was visible under all of the key contacts. A crack was observed from the top of the battery compartment toward the pump case seal. Unrelated to the initial complaint, the display screen was observed to be dim with pink and fading text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up button was unresponsive for several months and there was a small tear over okay button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.